Event description:
The customer reported to vyaire medical that the 3100a ventilator start/stop button works intermittently. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - the suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, the customer will hold off service until he passed the course and was provided with a case number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.